Event description:
Component in kit was expired, but box outside had different expiration date. Used product.

Manufacturer narrative:
(B)(4).baxter medical assessment:if used long past the expiration date, the sterility of the package contents may be compromised, which could lead to infection with possible abscess formation.(B)(6).